Event description:
The MFR received info alleging a ventilator failed to power on with ac power. There was no pt harm or injury reported. The device has yet to be received by the MFR for eval. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the MFR¿s investigation is complete.